Event description:
It was reported that during central processing, the 8mm monopolar curved scissors (mcs) instrument tip bent and frozen wire popped. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the damage was identified in sterile processing, not during use in a case. There was no report from the case indicates no issues with the instrument during the case. Fragment falling into patient was not applicable due to issue being identified during sterile processing and not during a case. There is not report of patient readmission.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube extension at the orange plastic. No pieces were missing. Thermal damage was not found. Additional related reported by on site: the instrument was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.